Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No motor error alarm noted during testing. However, corroded motor home switch noted during visual inspection. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on may 3, 2018 with blood glucose of 463 mg/dl. Customer reported that he experienced high blood glucose level of 500 mg/dl to over 600 mg/dl and was taken to the ER. The customer was treated with insulin drip. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. The customer also reported that the insulin pump alarmed motor error during rewind process. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.